Event description:
It was reported that the lead impedance decreased from 560 ohms to 292 ohms bipolar. Unipolar impedance was 368 ohms. The lead was replaced. No patient complications have been reported as a result of this event.